Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the electrodes. The patient's nurse placed bandages over the blisters and the patient's physician removed the lifevest while the patient was in the hospital. Follow up indicated that the blisters were healing and the patient's physician planned for the patient to continue use of the lifevest upon discharge.